Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer stated that he was hospitalized with a blood glucose reading of 774 mg/dl. The customer stated that when he arrived at the hospital the display on the insulin pump was frozen. Nothing further was reported.